Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf ph3 cementless fem sz xsm; item# 154912; lot# 7183258. Oxf uni cmntls tib sz a lm; item# 166845; lot# 7260096. G2 - foreign: event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial left medial unicondylar knee arthroplasty. Approximately one year and five months later, the patient underwent a revision surgery due to bearing dislocation accompanied by pain, swelling, and joint instability. Attempts have been made and no further information has been provided at this time.